Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed low out-of-range (oor) shock lead impedance (sli) measurements. Boston scientific technical services (ts) discussed possible reasons this clinical observation occurred as well as troubleshooting measures. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained and indicated that the patient came in for follow-up and impedance measurements stayed stable. They were not able to reproduce any noise. The patient will continue to be monitored and defibrillation threshold (dft) test will be performed if there are any more numbers of oor. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.